Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: lead 309201 istim test stim lot # 60490803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urge I ncontinence. Their trial started on (B)(6) 2024. It was reported that after they started the trial, the patient pulled their dressings off. When they did that, they broke the leads and left part of them inside their sacrum. The doctor tried to remove them in surgery, but was unsuccessful. They were sent to orthopedics to get it removed. The patient was unsure if they wanted them removed. The issue was ongoing.